Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra completed its internal investigation 8/18/2015. The investigation included: method: -complaint trend, - visual inspection. Results: date of manufacture: may-2012. Pac1 cable is intended for use with multi parameter monitor (mpm1) and camino cam01 monitor to support the direct and continuous measurement of intracranial pressure (icp) and intracranial temperature (ict) when connected to mpm1 or camino cam01 intracranial pressure (icp) monitor. Based on complaint description, it can be concluded that the failure of the monitor to record temperature is trended as a failure of the monitor to display temperature, thus temperature display issue. A minimum of 12 month review of pac1 cable customer complaints was using the following key words ¿temperature display issue¿ and a root cause ¿root cause not determined¿ in the search criteria. This review encompassed dates 17-apr-2014 to 06-jul-2015. A total of 9 complaints were reviewed of which 2 complaints contained the search criteria. Reported failure was confirmed; during investigation it was observed that when the pac1 cable was tested with cam02 test monitor, the pac1 cable did not have ict output resulting in no intracranial temperature displayed on the monitor. Conclusion: the failure analysis investigation has concluded the cause of the mpm-1 monitor not recording temperature was due to a faulty pac1 cable; however the root cause could not be determined.

Event description:
This is the second of two reports. This is in regards to the pac1 (pre-amp cable). Everything worked fine during the surgery but five days after the surgery, the user proceeded to check the monitors pic connected and found out that there were some flaws in the display and didn't show integra's initiation image. The monitor was revised and tried the cables with a different monitor but still the screen didn't start. The cable charges normally and the black wire pac-1 didn't record temperature. There was patient involvement. There was no patient injury or death alleged. No product revision other medical intervention was needed. This was not an out of box failure. Additional information was received on 05may2015 with the following: the mpm16 and pac1 cable were used together on the (B)(6) patient. It worked fine and had no problems for the 5 days it was used to monitor the patient. There was no patient injury. On the next day (sixth day), the specialist decided to withdraw the monitoring and after checking and verifying the monitor, it was found that it didn't turn on. The head nurse removed the sensor and turned off the monitor as usual. After patient use, the mpm16 and pac1 cable were checked by the distributor and the 2 problems were found: the mpm didn't show integra initiation image and pac1 cable so it was connected to a different monitor, simulating a monitoring session, using a sensor sample that the distributor had on site. To simulate monitoring with the sample sensor, the pac1 cable records the pic but doesn't record the temperature, reason why the distributor verified it was also a cable damage.